Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 381 mg/dl. The temp rate setting and an insulin injection were used to address the bg level. The customer changed all of the supplies to the pump after receiving the alarm.